Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion in the distal left anterior descending (dlad) artery with heavy calcification and mild tortuosity. The 1.5x6mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance and the balloon was inflated; however, the balloon ruptured at 8 atmospheres (atm) during the first inflation. Therefore, the bdc was removed from the patient and a 1.2x6mm mini trek bdc was advanced also with resistance; however, the second mini trek balloon also ruptured at 6 atm during the first inflation. The bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott cutting balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional mini trek device referenced in b5 is filed under separate medwatch report number.